Event description:
Additionally, a healthcare professional reported a patient experienced the event of ¿second her breasts are so large that they cause severe neck pain¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "itching." Patient also reported "hard time remembering things" and "has an autoimmune disease"; these are not device related. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture and "itching." Patient also reported "hard time remembering things" and "has an autoimmune disease"; these are not device related. Additionally, a healthcare professional reported a patient experienced the event of ¿breasts are so large that they cause severe neck pain¿. Device has been explanted.